Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass (cpb) air may have been observed in the ops valve. Cpb was started without issue, and the cardioplegia line was filled with solution. The vent was tested in the surgical field to ensure it would aspirate fluid; then the tubing was connected to the vent connector of the antegrade cannula. Just prior to clamping the aorta, the cardiovascular surgeon instructed the perfusionist to start the vent, and air was observed in the vent line as well as the cardioplegia delivery line. The surgical team made the statement that air may have entered the pt. The ops valve was clamped and removed (five minute delay), and a new vent valve (from another company) was inserted into the vent line. The cardioplegia line was primed again, and the vent pump was started. The aorta was cross-clamped and antegrade cardioplegia delivery was started. When the cardioplegia dose was complete, the vent pump began venting the aorta. Venting of the heart was then considered acceptable.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).